Event description:
Additional information was received noting that this was discovered (B)(6) 2022 during a procedure for a diagnostic dilation & curettage hysteroscopy procedure. According to the initial reporter, the procedure was completed using the same device without any delays. There was no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received and found in b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a failure in charged coupled device (ccd) unit caused a defect in the video function, resulting in a defect that prevented images from being displayed. The cause of the defective ccd unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue was confirmed due to imaging component failure, faulty charged coupled device (ccd) unit and the device failed water leak test on plug unit/video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the hd autoclavable camera head had no picture. There was no harm or user injury reported due to the event.